Manufacturer narrative:
Calibration and qc for all assays were acceptable. The customer's results for all roche assays were above the applicable reference ranges. The results for the same tests from an unspecified chemiluminescence method were within the applicable reference ranges. Sample material was requested for investigation but could not be provided. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc data was acceptable. The sample was requested for investigation, however, the sample is no longer available. (B)(4).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys estradiol iii (estradiol iii), elecsys anti-tpo (anti-tpo) and elecsys on either a cobas 8000 e 602 module or a cobas e801 module compared to an unspecified chemiluminescence method. This medwatch will cover estradiol iii. Refer to medwatch with patient identifier (B)(4) for information on the anti-tpo results and medwatch with patient identifier (B)(4) for information on the results. Refer to attached data for the patient results. The initial results were reported outside of the laboratory. The repeat results from the chemiluminescence method were believed to be correct. The e602 module serial number was (B)(4). The e801 module serial number was (B)(4).